Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/31/2018 returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results are due to improper storage: strips left outside of vial for an extended period of time. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern; establish contact with customer who states they will call back and that this is not a good time for him to talk.

Event description:
Consumer reported complaint for high control results. The expected fasting blood glucose test result range is 100-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the hallway. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 111 and 129mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is 7/7/2018.